Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization for high blood glucose and diabetic ketoacidosis. The blood glucose reading at the time of the report was 199 mg/dl. Customer reported that he had been vomiting and was unable to eat due to a sore throat. Customer treated for the high blood glucose with the insulin pump. Customer was unable to troubleshoot for the high blood glucose. The blood glucose reading at the time of the event was 850 mg/dl. Customer was wearing the insulin pump at the time of the visit. Nothing further was reported.